Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, loss of consciousness, vomiting, and blood glucose level of 1274mg/dl; cause was unknown. The customer was discharged on (B)(6) 2024 with no known permanent damage. The customer reverted to manual injections for insulin therapy. No additional event information was provided.